Event description:
It was reported that this right atrial (ra) lead was attempted due to unknown product performance reason. This ra lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was attempted due to unknown product performance reason. This ra lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, the attempted ra lead was dislodged, and the helix was damaged.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid around the helix. A helix mechanism test failed due to the helix being deformed or stretched. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. No lead issues were noted that would have made the observed damaged helix more likely than what is documented as known inherent risks of the use of this lead. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right atrial (ra) lead was attempted due to unknown product performance reason. This ra lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, the attempted ra lead was dislodged, and the helix was damaged.